Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for mitral stenosis. It was reported that on (B)(6) 2019, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4+. The patient presented with a posterior leaflet prolapse and flail. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, a follow-up echocardiogram was performed. The mr remained grade 1+, however the mean mitral valve gradient had increased from 5 to 7mmhg. Mitral stenosis was diagnosed. There was no treatment and no hospitalization. No additional information was provided regarding this issue.